Event description:
The customer reported that the system displayed multiple control panel error messages. This error will result in a system shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the svc call. The system was tested and found to be working as intended and placed back into svc.